Manufacturer narrative:
Continued e1. Phone number: (B)(6). Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy and granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and granuloma.

Event description:
Physician reported right side lymphadenopathy and granuloma. Device has been explanted and replaced.